Event description:
Consumer claims to have been pierced with the inverness ear piercing system on april 13, 1998 at a retail vendor. On april 22nd, she sought medical treatment for infection. She was treated and prescribed antibiotics.